Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the branches off the gastroduodenal artery (gda) using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing the pod pc into the target location, the physician noticed the microcatheter had kicked out of the vessel. The pod pc was then re-sheathed and the microcatheter was placed back into the vessel; however, when advancing the same pod pc through the microcatheter, the physician was experiencing resistance. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.